Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed a spline was found bent, also, electrodes were found damaged and out of place, however, polyurethane (pu) was observed on the spline, indicating that the device was manufactured properly. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The spline bent and electrode conditions could have originated due to excessive force and manipulation during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31026069l and no internal action related to the complaint was found during the review. The bent spline issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and post procedure the bwi product analysis lab identified that electrodes were found damaged and out of place. During the procedure, the deflection of the catheter was observed strange after entering the patient¿s body. After withdrawing from the patient, it was found that the spines of the catheter were bent. A second device was used to complete the operation. There was no adverse event reported on patient.